Event description:
The reported event was "clamp not recognized" and "laparoscopic scissors with advanced hemostasis (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).